Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/ no drainage eye. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that when using the catheter, the staff noted that if the patient's urine was "thicker" than normal, the catheter would block causing it not to drain properly. Additional information stated by the physician: at the main bifurcation ¿ where the lumens met the indwelling portion of the foley (the v point), the silicone material was thicker on the catheter; almost like the thickness was pressing down on the inner lumen, which made the internal opening smaller. Urine was not passing thru as it should( no sediment.) He stated he was using a 16fr as he always had, but the amount of issues that he was having may have forced him to go up a fr. Size, which he did not want to do, as that can create additional complications.